Event description:
It was reported that pt underwent uni-compartmental knee replacement in 2004. Revision procedure was performed however, date of surgery has not been provided. Wear was noted on the articular surface of the explanted tibial component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of devic history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. The user facility is outside of the united states. No medwatch report was received. No user facility information is available.